Event description:
It was reported that one month six days post port placement via the right subclavian, contrast medium allegedly leaked near the insertion site. It was further reported that the catheter was allegedly detached from the port body. Reportedly, the detached catheter allegedly migrated into the right atrium. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided. A review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, one catheter and one cath-lock was received for evaluation. Visual, microscopic, tactile, functional evaluations were performed. Vertical splits were observed on the port septum. Therefore, the investigation is confirmed for the identified material split issue. However, the investigation is inconclusive for the reported fracture, material separation, leak issues as a part of the catheter were not returned for evaluation. The investigation is also inconclusive for the reported migration issue as no objective evidence of migration was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and six days post port placement via the right subclavian, contrast medium allegedly leaked near the insertion site. It was further reported that the catheter was allegedly detached from the port body. Reportedly, the detached catheter allegedly migrated into the right atrium. The current status of the patient is unknown.